Event description:
It was reported that the patient presented at the emergency room (ER) because a critical alarm was occurring that was confirmed by telemetry. The patient¿s mother heard the alarm for about a week prior to the date of this report. The alarm was occurring due to a motor stall and rest had occurred due to low battery. When the pump was interrogated a message was seen that stated ¿pump is in safe state, rest occurred, motor stall occurred, tube set.¿ the logs were read and stated that the logs repeated that a ¿reset occurred, low battery occurred from 2014 (B)(6) 21:47 to 22:57.¿ the reporter noted that it was suspected that the ¿other items dropped off since the logs only hold 30 events.¿ the patient did not have any withdrawal symptoms and the healthcare professional (hcp) did not believe the patient was in withdrawal. The patient was given 20mg of oral baclofen to get the patient ¿back to baseline.¿ the patient was sleepy ¿snowed¿ on 2014 (B)(6). The plan was to possibly decrease the oral baclofen dose. The patient was given 5mg oral baclofen the morning of 2014 (B)(6) and was seen by the hcp the same day. The patient was discharged from the hospital 2014 (B)(6) (¿yesterday¿) but the reporter stated they felt she ¿should have stayed¿ and they planned to have the patient admitted to the hospital 2014 (B)(6). The reporter noted that the patient was not a functional patient and cannot respond. The hpc wanted to get the ¿pump off¿ pass word, and stated that the patient ¿still had no symptoms despite going from 700+mcg/day to 12 when the pump reset¿. The hcp was ¿trying to wean¿ the patient off the pump, since she has had no symptoms they did not plan to replace the pump at the time. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ feedthrough anomaly ¿ shorting across insulator¿. Bridging was seen across m1 feedthru¿s ceramic insulation. A portion of the catheter was returned and analysis found ¿sutureless connector ¿ coring/tears/cuts in seal¿. There was an indent down in the cup of the sutureless connector. The floor of the seal appeared slightly stretched. Leaking was seen coming from the top of the connector during pressure testing. Corrected information: conclusion codes are no longer applicable for this event. Corrected information: recalls z-2276-2009 and z-3043-2011 are no longer applicable for this event.

Event description:
Additional information later reported that the motor stall occurred for more than 24 hours and had not recovered. There was not more than one motor stall noted in the event logs. The cause of the motor stall was unknown. There was no electromagnetic interference or an MRI associated to the safe rate. The patient had been started on oral baclofen during hospitalization as it was determined that the pump was not working. The pump was eventually turned off. The patient was doing well on oral baclofen, and it was planned for the pump to be removed in the near future. The patient had recovered without any permanent impairment. The type of baclofen the pump was delivering was indicated as lioresal.